Event description:
It was reported that while prepping for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. When the taxus express2 2.5x24mm drug eluting stent was being removed from the package, the device "broke off" in the physician's hands. The device was not used on the patient. The damaged device was exchanged for another taxus stent to complete the procedure. No patient complications occurred.